Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:06:50. During night drain cycle five, the patient's ultrafiltration reading was 902ml, indicating the home patient (hp) drained 902ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed that the user had an ultrafiltration (uf) volume of 902ml during drain cycle 5 during the therapy initiated on (B)(6) 2011 at 21:06:50, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy in which the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4)clinical hazards list. An iipv was not confirmed in the device's event log. Review of the event log revealed that the cycle 5 drain was completed on (B)(6) 2011 at 06:06 and that the user's actual drain volume during cycle 5 was 2394 ml. The actual drain volume of 2394 ml is 159.6% of the largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.